Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033433) on 03-feb-2014. The most recent information was received on 27-nov-2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and autoimmune disorder ("autoimmune disorder") in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 and miscarriage (miscarriage 2009 and 2013). Previously administered products included for an unreported indication: seasonale from 2003 to 2008. Concurrent conditions included postpartum state. Concomitant products included hydrochlorothiazide. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy"), vomiting ("vomiting"), insomnia ("could not eat or sleep"), headache ("headaches"), the first episode of fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines") and nausea ("nausea"), 1 day after insertion of essure. On (B)(6) 2011, the patient experienced uterine infection ("uterine infection from the placement of the coils") and pelvic pain ("pain"). On (B)(6) 2011, the patient experienced autoimmune disorder (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced rash ("rash") with rash erythematous and the second episode of fatigue ("fatigue"). In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain/ severe abdominal cramping") and malaise ("very sick"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced feeding disorder ("could not eat or sleep"), tremor ("shakes"), hypertension ("high blood pressure") and dysgeusia ("my tongue was a healthy pink the taste that I went to bed with just gone"). The patient was treated with surgery (bilateral salpingetomy and removal of essure micro-inserts and a tubal ligation), and essure was removed on (B)(6) 2011. At the time of the report, the abdominal pain, abdominal pain lower, allergy to metals, malaise, vomiting, feeding disorder, insomnia, tremor, rash, hypertension and nausea outcome was unknown and the headache, vaginal haemorrhage, menorrhagia, dysmenorrhoea, the last episode of fatigue, uterine infection, migraine, pelvic pain, autoimmune disorder and dysgeusia had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, autoimmune disorder, dysgeusia, dysmenorrhoea, feeding disorder, headache, hypertension, insomnia, malaise, menorrhagia, migraine, nausea, pelvic pain, rash, tremor, uterine infection, vaginal haemorrhage, vomiting, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: plaintiff began experiencing these symptoms within 24 hours. Plaintiff symptoms have mostly resolved though some remain. Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in dev@com.¿ FDA evaluation codes: method: 3323 ¿ no testing methods performed. Results: 3221 ¿ no results available since no evaluation performed. Conclusions: 67 ¿ unable to confirm complaint / 92 ¿ device not returned. Final risk classification risk category v. Medical assessment: the medical events reported are not necessarily indicative of a quality defect. No complaint sample was provided for technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without batch number or sample. At the time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿. Based on the information available, there is no reason to suspect a quality defect. Most recent follow-up information incorporated above includes: on 27-nov-2018: pfs received. Reporter's information was added. Added events nausea, my tongue was a healthy pink the taste that I went to bed with just gone. Updated outcome of event(ageusia). Historical condition was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033433) on 03-feb-2014. The most recent information was received on 28-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and autoimmune disorder ("autoimmune disorder") in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included postpartum state. Concomitant products included hydrochlorothiazide. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 1 day after insertion of essure, the patient experienced allergy to metals ("nickel allergy"), vomiting ("vomiting"), insomnia ("could not eat or sleep"), headache ("headaches"), the first episode of fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("migraines"). On (B)(6) 2011, the patient experienced uterine infection ("uterine infection from the placement of the coils") and pelvic pain ("pain"). On (B)(6) 2011, the patient experienced autoimmune disorder (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced rash ("rash") with rash erythematous and the second episode of fatigue ("fatigue"). In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain/ severe abdominal cramping") and malaise ("very sick"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced feeding disorder ("could not eat or sleep"), tremor ("shakes") and hypertension ("high blood pressure"). The patient was treated with surgery (bilateral salpingetomy and removal of essure micro-inserts and a tubal ligation). Essure was removed on (B)(6) 2011. At the time of the report, the abdominal pain, abdominal pain lower, allergy to metals, malaise, vomiting, feeding disorder, insomnia, tremor, rash and hypertension outcome was unknown and the headache, vaginal haemorrhage, menorrhagia, dysmenorrhoea, the last episode of fatigue, uterine infection, migraine, pelvic pain and autoimmune disorder had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, autoimmune disorder, dysmenorrhoea, feeding disorder, headache, hypertension, insomnia, malaise, menorrhagia, migraine, pelvic pain, rash, tremor, uterine infection, vaginal haemorrhage, vomiting, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: plaintiff began experiencing these symptoms within 24 hours. Plaintiff symptoms have mostly resolved though some remain. Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4), ¿processing essure cases in dev@com.¿ FDA evaluation codes method: 3323 ¿ no testing methods performed results: 3221 ¿ no results available since no evaluation performed conclusions: 67 ¿ unable to confirm complaint / 92 ¿ device not returned final risk classification risk category v medical assessment: the medical events reported are not necessarily indicative of a quality defect. No complaint sample was provided for technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without batch number or sample. At the time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿. Based on the information available, there is no reason to suspect a quality defect. Most recent follow-up information incorporated above includes: on 28-feb-2018: new events added- abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), uterine infection from the placement of the coils, fatigue, migraines and pain. My skin began to itch and had a little red discoloration on my arm, legs and stomach was added as symptom of event rash. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included postpartum state. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, one day after insertion of essure, the patient experienced allergy to metals ("nickel allergy"), vomiting ("vomiting"), insomnia ("could not eat or sleep"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain/ severe abdominal cramping") and malaise ("very sick"). On an unknown date, the patient experienced feeding disorder ("could not eat or sleep"), tremor ("shakes"), rash ("rash") and hypertension ("high blood pressure"). The patient was treated with surgery (underwent an emergency removal of essure micro-inserts and a tubal ligation). Essure was removed on (B)(6) 2011. At the time of the report, the abdominal pain, abdominal pain lower, allergy to metals, malaise, vomiting, feeding disorder, insomnia, tremor, rash, hypertension, headache and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, fatigue, feeding disorder, headache, hypertension, insomnia, malaise, rash, tremor and vomiting to be related to essure. The reporter commented: plaintiff began experiencing these symptoms within 24 hours. Plaintiff symptoms have mostly resolved though some remain. Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4), "processing essure cases in dev@com." (B)(4). Medical assessment: the medical events reported are not necessarily indicative of a quality defect. No complaint sample was provided for technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without batch number or sample. At the time of this medical evaluation the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: summons received: case classification updated to potential legal. Event severe abdominal cramping; severe, lower abdominal pain, headaches and fatigue was added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.